Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. The noise was reported to be similar to 60 cycle noise. Boston scientific technical services (ts) discussed the noise was likely related to oversensing of the respiratory rate trend (rrt) feature and discussed programming rrt off. No adverse patient effects were reported. This product remains implanted and in service.